Event description:
It was reported that while using bd epicenter¿ data management system, an organism was identified as a. Iwofii by the instrument, but the lis received organism ID a. Parvus by an epicenter rule. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported that the organisms ID changed. No other issues were reported. Bd investigated the issue. Bd remoted into the customer¿s epicenter and viewed the result audit log for the specimen and the lis logs. The ID was changed to a. Parvus by the lis. Epicenter sent the ID a. Iwoffii that was ID by the instrument and the lis sent down the lis code for a. Parvus at a later time. The customer is investigating the ID translation table in their lis to determine why the lis sent the ID. Epicenter is operating as expected. The maldi correctly identified a specimen. This is unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of july. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, an organism was identified as a. Iwofii by the instrument, but the lis received organism ID a. Parvus by an epicenter rule. No patient impact reported.